Event description:
It was reported that during an unknown procedure, the tip of trocar's cannula was broken. Fragment that was broken off could not be found.

Manufacturer narrative:
(B)(4). Date sent: 6/19/2023. D4: batch # unk. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: what was the procedure? What action was being performed when the trocar broke? Was there excessive torquing of the instrument at the time of the breakage? In what anatomical location was the trocar when the breakage occurred? What instruments were put through the trocar? What instruments were being used at time of breakage? Were there any significant difficulties with the procedure? Does the account use reprocessed trocars or does the account reprocess the trocars in house at the account? Was there any change to the procedure or post op care of patient as result of trocar breakage? If so, please explain. Has the patient experienced any issues since the initial procedure? Will device be returned for analysis? Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 10/5/2023. D4: batch # unk. This is an analysis for a photo submitted to ethicon for evaluation. During the visual analysis, the following was observed: the photo shows a b12srt trocar with body fluids and a broken tip. Based on the photo review, the event describe is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. We value the opportunity to fully analyze the instrument upon its return. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. However, if the product or product ID numbers are received at a later date, the investigation will be updated as applicable. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications.